Manufacturer narrative:
The device was not returned for investigation. Therefore, the reported event could not be confirmed and the root cause could not be determined. Balloon ruptures are an inherent risk of using this product. It is possible that procedural factors/anatomical features caused or contributed to the issue. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the tuftex embolectomy catheter balloon ruptured during procedure. No injury was reported to the patient.